Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The review of the specific device history record (DHR) for the product detailed above verified that the guide wire was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The device was in accordance with the specifications at the time of delivery. The technical investigation of the affected guide wire confirmed the ptfe coating delamination. Laboratory simulations showed that external environmental conditions which exceed the specified storage conditions (<40-c, store in a dry location) might lead to a weakening of the adhesion of the ptfe coating. Galeo products that are kept at the specified storage conditions (<40-c, store in a dry location) are functional and non-defective.

Event description:
Ous MDR - when physician started using a balloon catheter, to pre-dilate the lesion, the guide wire's ptfe coating started to peel away. He was not able to advance or remove the balloon and needed to start all over again with other devices. There were no adverse patient side effects reported. The guide wire was returned for analysis.